Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient believed the issue began about 2.5 months ago, so likely around march 30th. The patient is having weird recharging issues that the rep has never seen. The device shows 3/4 charged at all times and never goes below that or 1/2. The 8840 shows it is discharged with the informational por. The patient got past that and was showing 3/4 charge. The impedances were run several times at lower and higher amps and were all normal. The rep stated that they are going to replace with a 97715 and possibly replace the lead if needed.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins was fully discharged, but upon normal recharge session initiation, the ins recharger (insr) displayed the ins battery to be three-quarters full with eight telemetry boxes. The rep confirmed the overdischarge with a clinician programmer that displayed a ¿device has been fully discharged¿ message. They stated they cleared the power on reset (por) and reset the time and date. It was also reported that the recharging antenna would burn and get so hot during recharging that the patient could only charge in shifts. The results of the last charging sessions listed on the clinician programmer were as follows: ¿(B)(6) 2018 dur 0hr %chg 75; (B)(6) 2000 dur 0hr %chg 0; (B)(6) 2000 dur 2.9hr %chg 75; (B)(6) 2000 dur .09 %chg 75.¿ they stated that inaccurate dates were shown as expected with power on reset (por) clear and date reset. Furthermore, it was reported that the patient was not feeling stimulation upon 50% charge indications. The patient was scheduled to have the ins replaced. No further complications were reported. Follow up was conducted.